Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The device was repeatedly timed for the device shutdown upon battery removal and was found to be well within specification. The upper case was also observed to be broken. The visual anomaly observed would not have caused the reported behavior.

Event description:
It was reported that when the battery was changed while the pacer was in use, it did not continue pacing as it should during a battery change. It was also noted that the unit failed a low battery test. The unit was changed. There were no patient complications.